Event description:
I had the essure device implanted after my daughter birth in (B)(6) 2006. Since then I have had major issues with major and at times debilitating vaginal pain, painful and heavy bleeding during menstrual cycles causing severe anemia, and countless bouts with bv and yeast infections. I also have hip pain and extreme back pain. Pain during sex. Moodiness and weight gain without result losing after dieting. Since I received this device it has been non-stop (profanity) of pain to the point I have asked to have it removed and due to all the vaginal problems doctors states that a full hysterectomy would be the only option. My insurance will not cover unless all other measures have been exhausted. So, I am living in pain daily.